Manufacturer narrative:
The ventilator was returned and inspected at the manufacturing service depot. The investigator replaced the coin battery and upgraded the device's software to the current revision. The device passed all functional testing and was returned to the user facility. (B)(4).

Event description:
A report received from the USA stated an ht70 plus ventilator experienced an unresponsive touch screen. There was no report of patient involvement.